Event description:
It was reported to philips that the device gave the error code 110b, proximal pressure sensor autozero failed while in use. This event was reported to have occurred during clinical use. The patient was transferred to an alternate ventilator. There was no delay in patient care and no patient harm reported. The customer spoke with a philips remote service engineer (rse). The customer stated they verified the issue after running the device for 30 minutes. The device gave error code 1108 in (B)(6) 2021, and the da pcba was replaced to resolve that issue. The customer requested onsite service. The philips field service engineer (fse) verified the reported issue. Following the evaluation of the device, the fse replaced the da pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
The da pcba was returned to failure investigation (fi). There was no fault found. Fi could not replicate the reported problem.